Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, moisture damage was found on the electronic assembly. No frozen screen noted. Unable to perform any tests due to unresponsive buttons. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went into the pool while wearing his insulin pump. The customer removed the battery and inserted a new battery but the insulin pump was stuck on the number "1" during the reboot. The patient's blood glucose was 145 mg/dl. Troubleshooting was initiated for the frozen display. The customer confirmed that time did not progress. There was also moisture under the lcd display. The keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.